Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a physician that a vns pt was going to be explanted due to an infection. The pt had been treated with antibiotics over the last couple of weeks, but then developed a seroma. Consequently, the surgeon decided to remove the pt's generator. A review of the generator's design history records showed that it had been sterilized prior to shipping. Info was received from the pt's physician indicating that the infection resulted from the pt's previous generator replacement surgery, and there had been no report of trauma or manipulation. Cultures had been taken which resulted in mrsa.